Event description:
During the procedure there were no alarms and everything seemed to be working correctly. However, 1-2 hours later the patient started to bleed and it was observed that all of the seals made by the device were broken. The amount of bleeding is unknown, but was reported as all seals "bloodied." The surgeon repaired the seals by manual sutures and the patient is currently stable.